Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet received.

Event description:
The sales representative reported on behalf of the customer that the device, dis150, disposable marked spring tip guidewire was being used on (B)(6) 2022 during an esophageal dilation procedure and ¿inserted guidewire and broke on the end after insertion in the scope.¿ there was no impact or injury to the patient. The procedure was completed without an alternate device. After further assessment it was discovered that the device, fragment or component did not fall into the surgical site. There was no medical/surgical intervention required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence was provided therefore the event cannot be verified. A 2 year lot history could not be reviewed as a lot number was not provided. (B)(4). Per the instructions for use, the user is advised the following: the guidewire should not be advanced if resistance is met without determining the cause and taking remedial action. Carefully inspect the unit to verify that the sterile package of the product has not been damaged in shipment. Remove the guidewire from packaging and remove the tape attached to wire. Carefully inspect it for any damage that may have occurred during transit or handling. Guidewire is inserted through the biopsy channel of an endoscope with the spring tip to be located just past the esophogastric (e.g.) Junction into the gastric cavity. The endoscope is then withdrawn. The guidewire should be monitored externally using markings as dental arch reference points before and during dilatation. Note: the marking bands are used to determine the location of the distal spring tip from the dentures: 2 bands = 40cm, 3 bands = 60cm, 4 bands = 80cm, 5 bands = 100cm, 6 bands = 120cm, 7 bands = 140cm. A simple formula to remember is to multiply the number of bands by 20 (i.e. 2 x 20 = 40cm). In many patients, the reference points to the dental arch will be between the second and third bands. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, dis150, disposable marked spring tip guidewire was being used on (B)(6) 2022 during an esophageal dilation procedure and ¿inserted guidewire and broke on the end after insertion in the scope.¿ there was no impact or injury to the patient. The procedure was completed without an alternate device. After further assessment it was discovered that the device, fragment or component did not fall into the surgical site. There was no medical/surgical intervention required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.